Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the cable break. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation with a grade of 4+. Resistance was felt during advancement of the steerable guide catheter (sgc). After advancing the sgc over the wire, negative was pulled and a 'snap' was heard. The knob was turned approximately 1/2 - 3/4 of a turn, but the sgc no longer responded to turning/manipulation. A new sgc was used to complete the procedure without issue. Two (2) mitral clips were planned and successfully implanted without issue. The final mr grade was 1+. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported physical resistance and cable break in this incident could not be determined. The mechanical issue of loss of tip deflection and noise; however, were due to the cable break. There is no indication of a product quality issue with respect to manufacture, design or labeling.